Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and battery tube threads, scratched display window. , and stripped battery cap. (B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 451 mg/dl. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.